Event description:
Reportedly, a pacemaker check was performed after a surgery (inguinal hernia) on (B)(6) 2015. However, it was not possible to open the episodes recorded in device memory and the following message was displayed: "error in reading episode." An analysis is requested.

Event description:
Reportedly, a pacemaker check was performed after a surgery (inguinal hernia) on (B)(6) 2015. However, it was not possible to open the episodes recorded in device memory and the following message was displayed: ¿error in reading episode¿. An analysis is requested.